Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition everolimus eluding coronary stent system instructions for use (IFU), as a known adverse event associated with coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mid, right coronary artery (rca) while deploying the stent during the first inflation at nominal pressure in the target lesion the balloon was deflated but caught on vessel calcium and became separated; a fragment was left in the anatomy. It was noted that the patient experienced increased chest pain post stent deployment and was treated with medication. Although the patient was reported as doing fine no additional devices could cross the lesion due to the balloon fragment. The patient was discharged after a couple of days with medical management. No additional information was provided.